Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 11/19/2011 to 8/26/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that the device allegedly presented an error code. There was no patient involvement.